Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:04 was confirmed by service. This condition was caused by a faulty pump head module (phm). The phm was replaced to fix the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Event description:
During a review of the pump's event history, baxter (B)(4) personnel discovered a colleague infusion pump experienced failure code 806:10, which interrupted delivery. There were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.